Event description:
Customer reports lancet will not retract back into the softclix plus device after firing. Also reports an accidental needle stick (no medical attention required). No adverse event reported. Requested return of suspect device and replacement was sent.